Event description:
The cassette was found to have leaked during the sample evaluation. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a leak found during sample evaluation of a used disposable set is confirmed, since a leak was noted from cracks in cassette. The cause of the problem was not determined during sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.